Manufacturer narrative:
Field service technician went on site and observed a frayed power cable on the pyxis anesthesia system at the junction of the power cord and the uninterruptible power supply (ups). The fray was caused by frequent moving of the device and pulling of the power cord without unplugging the device from the wall. Affected components were replaced.

Event description:
Customer reported sparks coming from the power cord on the pyxis anesthesia 3500 system. No harm to patient or user.